Event description:
The customer reported that following a diagnostic catheterization procedure on september 1, 1999, the physician deployed a vasoseal es. Following deployment, the physician attempted to retract the j-segment and removed the locator, but was unable to retract the j-segment. The physician advanced the locator and was able to return the silver handle to its original position. The locator was removed from the groin and hemostasis was achieved within five mins. Upon inspection of the locator, the j-segment was not visible. An arteriogram was performed which revealed the j-segment in the subcutaneous tissue. The surgeon decided not to remove the j-segment from the pt. No further complications were reported.